Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. Reportedly, the incision size was too small; the exact size is unknown. No part of the device detached inside the patient. The incision size was extended and the procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found it to have separated at the transition. The thermoformed tubing had been separated from the remainder of the device and was not returned. The barbed connector and inner ring remained inside the silicone tubing. The outer ring remained in place on the outside. The crimp ring was slightly moved on the proximal end of the silicone tubing. No other damage was noted. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based on all gathered information, the most probable root cause is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. Reportedly, the incision size was too small; the exact size is unknown. No part of the device detached inside the patient. The incision size was extended and the procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4) for the reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.